Event description:
The user facility reported 65yo male with cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a "purge system open" alarm and leaking noted at the yellow connector. Additionally, the sterile sheath was found to be damaged. A purge bypass was performed and the pump was exchanged the next day. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported purge leak and the sterile sleeve damage has been completed. The root cause of the purge leak was determined to be use related as the sidearm was most likely damaged while moving the patient. The exact location of the leak is unknown as no product was returned for analysis. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.